Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012 in site #14 (type IV bone). Primary stability was achieved. Osseointegration was not achieved. The clinician states that the implant came loose/mobile. Premature loading of the final prosthesis was involved in the event. The implant was removed on (B)(6) 2013 due to pain and mobility. Medical history: no significant findings.